Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Prior to the event, the patient experienced vomiting. The customer treated with manual injection. In troubleshooting, the drive support cap appeared flush and the unit passed a manual prime test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).